Event description:
The customer reported via phone call that she had issues with the enlite sensors. Customer stated that they were coming out. Customer has about 3 or 4 that did not work. Customer was getting a threshold suspend alarm. Customer also had differences between sensor glucose and blood glucose readings. Customer's current blood glucose was 210 mg/dl. Customer's sensor glucose was 57 mg/dl. Difference between readings was not within an acceptable range. It was found that the previous sensor looked kinked when it was removed. Customer will be sent replacement sensors. Customer believes that the cannula was slightly kinked when removed due to the sensors not being all the way inserted into the skin. Customer will monitor and call back if the issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.